Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during extraction of tooth #28, patient experienced lack of primary stability. Tried with larger implant but implant did not integrate.